Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 08-feb-2023. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00in. Insyte autoguard catheter assembly with no product documentation to indicate the reference or lot number. Additionally, four photos were provided for investigation. A gross visual inspection of the returned unit found that there was a crack running along the length of the catheter adapter. The crack started near the push tab and extended to the luer hub. Further microscopic inspection did not find any damage to the luer threads or features of molding related defects. A small number of scratches could be observed on the catheter adapter on the opposite side of where the crack was present. The reported issue was confirmed as the adapter/connector was damaged. During manufacturing a cracked adapter may occur anywhere where the adapter encounters grippers. This is generally due to misalignment and/or incorrect gripper settings. Setup verification and sampling is performed by operators per the quality plan. Preventative maintenance (pm) is also performed periodically. Pm verification was performed, and it was found that all pm¿s were up to date during the manufacturing of lot number: 2165156. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: during IV route establishment, blood leaked from the catheter. There was a crack found on the hub of the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: during IV route establishment, blood leaked from the catheter. There was a crack found on the hub of the catheter.